Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the provider, who stated that the end user sat on the rollator, the metal support above the left wheel broke causing the wheel to bend and the end user to fall and hit his head on the floor. The end user sustained a laceration on his scalp and subsequently received seven staples. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.